Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult catheter insertion was confirmed and appears to be related to the kinking of the guidewire. One 70 cm x 0.37¿ guidewire, one 80 cm green coated guidewire, and one dilator were provided for evaluation. A kink in the 70 cm guidewire was present 36 cm from distal end. The 80 cm green coated guidewire contained two kinks 36 and 48 cm from distal end. The dilator was bent 2 cm from distal end. Deformation on the dilator was visible at the distal tip. Microscopic observation of the dilator tip revealed once section to be outwardly deformed. The deformation had a concave shape. Stress whitening was visible. Guidewires were able to be inserted through the distal end of the dilator; however, excessive resistance was noted at the kinked regions of the wires. The deformation present on the dilator tip suggest resistance was experienced during advancement due to the kinks present on the guidewires. The kinking was likely caused by advancement against resistance during the insertion process or handling. Since evidence of a difficult insertion was observed, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed. No other information was provided. (B)(6) 2021- returned guidewire was kinked